Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces and flattened up button dome switch. Battery out limit was not verified due to no button response. No unexpected scrolling number during testing. The device had cracked reservoir tube lip, scratched case, broken belt clip slot, minor scratched lcd window, and cracked case at the display window corner.

Event description:
It was reported that the customer had a broken belt clip and an unresponsive keypad on the insulin pump. Customer stated that the pump is showing a number 10 on the screen and is not going away. Customer stated that the icons for the reservoir and battery life are still there, but the time is off. Customer's blood glucose level was 156 mg/dl. Customer is stating that he noticed that when he pressed the act button, sometimes it will jump numbers or move rapidly. Customer took out the battery for 5 minutes to see if the pump would rest, but the battery out limit alarm came up. Customer could not clear the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.